Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv capture management trends shows thresholds been elevated ranging from 1.625v to 2.5v until (B)(4) 2015 when threshold have consistently been greater than 2.5v. Rv pace impedance steady at 355 ohms through (B)(4) 2015, then begins to rise up to a maximum of 1558 ohms the week of (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was warning a lead warning on the right ventricular (rv) defibrillation impedance. It was noted there was possible fracture. The lead will be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. F(B)(4).